Event description:
On (B)(6) 2010, pt reported the up button was defective on the infusion device. Pt then received an error message and stopped using the infusion device. Pt was unable to verify what error message he received. This occurred approximately 2 months prior to report. Down button continues to function as intended. Pt noticed the up button was defective when he attempted to bolus. Pt boluses 5-6 times per day and infusion device has been in use for 2 years. Buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.